Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of chronic kidney disease stage 3 and lipid disorder.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned that a 25mm 3300tfx implanted for five (5) years and 10 months, was explanted due to calcification, thicken leaflets, and episode of endocarditis 6 months prior. A non-edwards valve was implanted in replacement. Per medical records, the patient presented with heart failure and underwent redo avr, mvr, and tricuspid repair with a 30mm physio band. Intraoperatively aortic valve was inspected and found to have thicken leaflets/calcification. Aortic root did not have any evidence of fistula or abscess. There was dehiscence of the mitral ring which was removed and a 31mm mitris valve was implanted in replacement. Non-edwards xl perceval valve was implanted in the aortic position. Tee confirmed excellent prosthesis function and no pvl. The patient tolerated the procedure well and was transferred to the ICU in stable condition.